Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative reported that they observed an x-ray signal error in the logs for the imaging system. The representative was able to confirm the halo issue and reproduce it with images taken near the edge area. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, the rotor within the gantry of the imaging system stopped while performing an image acquisition. The site restarted the imaging system, performed an image and transferred it to the navigation system. The site found that a halo appeared in the image but were able to use the image for navigation. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The logs for the imaging system were evaluated by medtronic personnel. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.